Manufacturer narrative:
The complaint states that the original surgery date is unknown.. The revision was performed on (B)(6)-2014. The hip was revised due to dislocation, the implant details are unknown but components involved were a solution stem, pinnacle cup size 54mm. The liner and head were removed and replaced.a complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received.without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: hip revision. Original surgery date unknown. Revision was performed on (B)(6) 2014. Hip was revised due to dislocation. Patient had had lots of revision over time. This is the first revision where depuy components were involved. Implant details are unknown but components involved were a solution stem, pinnacle cup size 54mm. The liner and head were removed and replaced.